Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 161mg/dl, 200mg/dl, 47mg/dl. Tests were done less than 10 mins apart with a difference of 66%. Patient did not experience any adverse events. No further information has been reported.